Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The device passed testing and no failure could be detected. The cause of the event is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a possible false downstream occlusion set, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This is report 19 of 19. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.